Event description:
It was reported that an optease retrieval vena cava filter was placed incorrectly (up-side-down) in patient. The filter could not be retrieved from the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.